Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. The pump was able to be charged successfully with an alternate usb cable. Blood glucose level was 40-200 mg/dl. The customer ate food and drank juice to resolve low bg. Replacement cable sent to customer.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. The pump was able to be charged successfully with an alternate usb cable. Blood glucose (bg) level was 40-200 mg/dl. Customer stated that low bg was due to miscalculating the carbs on a bolus and delivering too much insulin. The customer ate food and drank juice to resolve low bg. Replacement usb cable sent to customer.